Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported split, cut or torn material (balloon damage). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, and during graftmaster stent delivery system preparation, a hole was noted in the balloon. The device was discarded and not used. There was no patient involvement. No additional information was provided regarding this issue.